Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging spot on thyroid and difficulty in breathing. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging spot on thyroid and difficulty in breathing. There was no serious or permanent patient harm or injury. In the initial report, section b5 was incorrect, the correct b5 should be - there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. A limited external and internal visual inspection of the device were completed by the manufacturer and found evidence of various insects under the blower box in the bottom enclosure, indeterminate contamination on back of rear panel, missing accessory module flip door, indeterminate black and brown contaminants on top enclosure in accessory module and sd card ports, discoloration on inside face of sd card flip door, front panel, bottom enclosure, and top enclosure, strong tobacco odor coming from unit and blower, indeterminate brown and black dust-like contaminates inside edges of front panel, hair-like object and beige contamination around edges of air inlet of blower box, indeterminate black particles at flow sensor seal, white dust-like film on top surface of blower box, brown biocontamination inside front edge of bottom enclosure.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with insects under the blower box in the bottom enclosure, discoloration on inside face of sd card flip door, front panel, bottom enclosure, and top enclosure, strong tobacco odor coming from unit and blower, white dust-like film on top surface of blower box, brown biocontamination inside front edge of bottom enclosure and indeterminate contamination on back of rear panel, missing accessory module flip door, indeterminate black and brown contaminants on top enclosure in accessory module and sd card ports, indeterminate brown and black dust-like contaminates inside edges of front panel, hair-like object and beige contamination around edges of air inlet of blower box, indeterminate black particles at flow sensor seal were inconsistent with the sound abatement foam .the manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,b7,h6 has been updated/corrected.